Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was fixated and the pacing impedance failed to rise. The lp was removed and tissue was found in the helix. During removal of the tissue, the helix was extended. A different lp was used to complete the procedure. There were no patient consequences.